Event description:
It is reported through the patient and their attorney that patient underwent total knee implant surgery in 2002. Within 2 months of surgery, the patient had pain and clicking from their knee, in 2003, a knee artroscopy was performed and the tibial insert was found to be loose. The following month, a revision on the tibial insert only was performed, and it was found that the tibial insert "could be balloted within the metal tray 1-2 mm." The surgeon noted that one of the flanges of the bevel was deformed.